Manufacturer narrative:
The lay users/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has been passed for further investigation. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 02/10/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed the incorrect language. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged meter issue began at 8am on (B)(6) 2016. The patient manages their diabetes with 40 units of lantus and x3 500mg metformin tablets per day and denied taking any action in response to their regular diabetes management regimen as a result of the alleged product issue. The patient reported that 3 hours later they developed the symptoms of ¿shaky, sweaty and felt like they were going to pass out¿. The patient denied requiring any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca was able to resolve the issue. The patient¿s products were replaced and requested for evaluation. Although the alleged product issue was resolved with troubleshooting during the patient¿s initial call with the cca, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.